Manufacturer narrative:
Questionable calcium results were provided for one additional patient. The initial result was 1.88 mmol/l and the repeat result was 2.28 mmol/l. It was not known if the questionable result was reported outside of the laboratory.

Manufacturer narrative:
The field service engineer replaced valves, filters, printed circuit board, and syringe probes. Precision testing was performed and was acceptable. A general reagent problem was ruled out as calibration and quality control was acceptable. The investigation determined the issue was resolved by the service actions. This event occurred in (B)(6). Phone was provided as (B)(6).

Event description:
The initial reporter received questionable ca2 calcium gen.2 results for one patient sample from the cobas integra 400 plus analyzer. The results were 2.36 mmol/l and 1.74 mmol/l. It was not known if the questionable result was reported outside of the laboratory. The reagent lot number was 482216 with an expiration date of 30-sep-2021.